Manufacturer narrative:
Additional information: no further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information received indicated that on (B)(6) 2015 the patient expired and the reported cause of death was sepsis.

Manufacturer narrative:
A specific cause for the reported pump-pocket infection cannot be conclusively determined. Examination of the lumen of the outlet elbow revealed pale-yellow, non-laminated depositions situated on the textured blood-contacting surface. Similar depositions were found in the lumen of the outflow graft attachment. Although specific causes for their development could not be conclusively determined, the depositions appeared to have developed in these areas. The depositions found on the outlet elbow and outflow graft attachment did not appear to occlude the flow of blood. Upon disassembly of the returned pump, examination of the outlet stator revealed pale-yellow, non-laminated depositions situated in between the outlet bearing ball and the stator blades. The depositions were not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although their origins and the duration of time for which it was present in the outlet stator cannot be conclusively determined, the deposition did not appear to have originated in this location. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the depositions. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On an unknown date, the patient was admitted into the hospital to receive treatment for an unspecified type of infection. The hospital initiated v.a.c. Therapy and during treatment a pump pocket infection was identified. Approximately 1 year and 7 months post-implant the patient received a pump exchange.

Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The age of the device is approximately 1 year and 7 months. The manufacturer is attempting to acquire the explanted pump for analysis. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.